Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of " capsular contracture, baker grade iii" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular contracture, baker grade iii.¿

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii. Device remains implanted.